Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in an in-office visit and an interrogation of the device shows t-wave oversensing (twos) on stored noise episodes. Isometrics was performed but was unable to reproduce the twos and noise. The patient called to report that one of the line wasn¿t working and inquired what was found. The patient was referred to the healthcare provider. It was further reported that the rv lead had intermittent high out of range impedance warning causing alert to trigger. The lead removed and a new lead was implanted. It was further reported that during the rv lead revision, the physician had a grommet issue with the implantable cardioverter defibrillator (ICD) and could not tighten the left ventricular (lv) lead. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.